Manufacturer narrative:
(B)(4). The device involved in this event is being returned for evaluation. Results of the evaluation will be sent in a follow-up report.

Event description:
This was a peripheral vascular case to treat a focal lesion in the sfa. A 1.7 turbo elite was used to lase. During the procedure, the metal band (marker) on the distal tip of the catheter became detached in the superficial femoral artery. The physician was able to retrieve the foreign object by pulling negative pressure on the 6f guide catheter and using a snare and pulling it into a 6f sheath. The patient experienced no additional ill effects during the case and was discharged per operative plan.

Manufacturer narrative:
The device involved in this complaint was received for evaluation by a cross-functional engineering team. The marker band was not received. Physical evaluation of the device found the tip to be concentric without excessive heat damage. There was little to no damage to the tip and the epoxy under the band appears smooth and undamaged. The band length is correct. The shoulder that is expected for locking the distal band is not fully present - insufficient epoxy. Evaluation of the applicable sop found it to be adequate. Operators have been retrained to the applicable procedure and emphasis has been placed on ensuring that the device is inserted into the wicking fixtures correctly. There have been no other complaints involving this lot #.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.

Manufacturer narrative:
G5: device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report. H3 other text: placeholder.